Event description:
Freestyle light test strips are measuring 20 points differently than previous box. Pt called MFR to report it and they are aware but would not initiate a recall. They are sending the pt a replacement box and that is all. Dose or amount: one, frequency: bid, route: cutaneous. Dates of use: (B)(6) 2011 - 3 days. Pt did call the MFR and was told that the strips in blue canisters had that problem and they were aware of it. They told him to buy the ones in the orange canisters. You cannot tell until after you buy them and they are not returnable. The pt asked the MFR if they would do a recall and they really did not respond to that.